Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 4mm x 40mm x 146cm coyote? Es balloon was advanced for dilation. However, during the third inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).